Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6), 2021. Customer's blood glucose level was 584 mg/dl at the time of hospitalization. Customer was tired and weak at the time of hospitalization. The customer was treated with intravenous insulin drip at the hospital. Customer was unable to do troubleshoot. Customer's doctor said customer had faulty sensor. It was unknown whether the customer was using auto mode feature. The insulin pump will not be returned for analysis.